Event description:
Rptr had bilateral mastectomies in 1979. She had her first set of implants in 1980 and they encapsulated. Four months after the 1st set was implanted they were explanted and replaced with double lumen breast implants. She has irritable bowel syndrome (1980-94) severe abdominal cramping (1987-94), migraine headaches 3-4 times/week (1991-94), muscle pain (1980-94), sleep disorder (1987-94), severe muscle cramps (1993-94), constant nerve pain (1994), severe stabbing pain (1994), blurred vision, muscle twitching, memory loss, cognitive dysfunction, numbness, positive smooth muscle antibody, hepatitis c (1994), hypothyroidism (1994), atypical polyneuropathy (1994), abnormal nerve conductor and abnormal emg. Rptr takes baclofen 45 mg/day, pamelor 50 mg bid, ansaid 100 mg bid, soma 350 mg bid, verapamil 240 mg qd and imetrex im as needed. Explant reported as 12/13/94.